Event description:
Prior to the insertion of the foley, the balloon on this 16 french catheter was tested. The foley was inserted easily and the balloon was slowly inflated. Post procedure, a tug resulted in withdrawal of the foley. At that time, a tear was noted in the balloon. The patient was not harmed.